Manufacturer narrative:
Result: load cell.

Event description:
It was reported by service report that the scale did not work properly. The foot end load cell was faulty. No pt involvement or adverse consequences were reported.